Manufacturer narrative:
Correction: b5 (additional review shows that there is no information to reasonable suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, alerts triggered for rvtip to rvcoil high undefined impedance, rv defibrillation and superior vena cava (svc) defibrillation high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2010; 4058m52 lead implanted: (B)(6) 1992. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, alerts triggered for rvtip to rvcoil high undefined impedance, rv defibrillation and superior vena cava (svc) defibrillation high impedance.  The rv lead remains in use.  It was also reported that during use of the left ventricular (lv) lead, an alert triggered for lvtip to rvcoil high undefined impedance.  The lv lead remains in use.  No patient complications have been reported as a result of this event.